Event description:
A customer reported that they were unable to use their freestyle papillon mini meter, as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed. Tested returned unit. No manufacturing parameters found out of spec. Uom was selectable and was received at mmol/l. On insertion of test strip meter went straight into the memory. Customers and retailers have been informed through the fa16may2006 letter.